Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of cord damage was confirmed. During servicing of the device was found to have a hole in the hose. In the emax2 the cord is located within the hose. If additional info becomes available, a supplemental MDR will be sent.

Event description:
Report received from (B)(6) stating that the device had cord damage. The device was being used during surgery. There was no pt or user injury reported. It is unk if there was any medical intervention or surgical delay. There was no additional info provided.